Event description:
It was reported that during deployment of a vascular stent in the sfa lesion, the vascular stent deployed successfully; however, upon retrieval of the delivery system the inner catheter became detached and remained on the guide wire. The introducer sheath was pushed forward until the inner catheter was exposed outside the introducer sheath. The inner catheter was captured and removed without incident. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.